Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during a c-section procedure. Reportedly. The staples did not from properly. The surgeon manually sutured to complete the procedure. No pt injury reported.